Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the filterwire broke off and was stented into the vessel. The target lesion was located in the saphenous vein. A filterwire ezembolic protection system was used. During the procedure, the device broke off and was stented into the patient's blood vessel. No further patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stented filterwire was removed from the patient's body and there were no complications.